Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette to failed to aspirate during us (ultrasound) phase of the cataract procedure. The product was able to be used without problems until the middle of the procedure, but when a handpiece was replaced and used, air was drawn in and the aspiration pressure decreased. The tube and cassette were suspected to be defective. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The returned sample was visually inspected and no obvious defects were found. Surgical residue was observed in the aspiration chamber. The ball in the check valve of the drip chamber moved freely per specification. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the ultrasonic handpiece successfully. No anomalies were observed during priming. No system message code was generated during testing. The irrigation and aspiration pressure rate met specification. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).